Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2009 ((B)(6), female patient; weight is unknown). According to the complainant, during preparation, as the console was powered up, a noise was noted and the generator immediately shut down. The procedure was completed with another rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2009. According to the complainant, during preparation, as the console was powered up, a noise was noted and the generator immediately shut down. The procedure was completed with another rf 3000 radiofrequency generator. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The rf generator rf board was found to be damaged. Following repair of the rf board, the device passed all performance criteria of its rf board test and final test procedure. The condition of the returned incident device was consistent with the complaint that the unit powered down during use. The most probable root cause for the damaged rf board is generator wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4)

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).